Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2009, the patient presented with pre-op diagnosis: foraminal disk herniation l3-4 on the left. Patient underwent following procedures: hemilaminectomy, complete facetectomy/ foraminotomy with excision of herniated disk fragment l3-4 on the left. Transverse lumbar interbody grafting with cage and bmp l3-4. Posterior segmental instrumentation l3-4. Posterolateral bmp fusion l3-4. Per op-notes:¿¿attention then directed towards the posterior segmental instrumentation and utilizing the ha coated cannulated screws with peek rods. The spinal system was put in, in a transpedicular fashion utilizing biplanar fluoroscopic imaging. The screws were placed percutaneously on the right and again with a 50mm peek rod tieing them together. It was initially put in under distraction in order to facilitate the tlif graft placement and then subsequently put under compression. The 5.5 x 45 mm screws were used at all four points namely in each pedicle of 3 and 4 and tied together bilaterally with peek rods. A 12 x 26 mm peek cage was tapped into place with bmp and autologous bony graft placed in the interspace before tightening down the rods bilaterally. Posterolateral bmp was placed on the right side. The wounds were closed in standard multilayer fashion. The patient tolerated the procedure well.¿ post op patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.